Event description:
Legal counsel for patient reported that patient underwent right total hip arthroplasty on (B)(6) 2010. Patient's legal counsel reports patient allegations of pain, inflammation, bone/tissue damage, lack of mobility, and elevated metal ion levels. Subsequently, the patient was revised on (B)(6) 2013. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received from patient¿s medical record indicates patient underwent a left hip arthroplasty on (B)(6) 2006. There has been no reported revision procedure for the left hip. Patient operative (op) notes for the right hip revision report a tissue reaction due to osteolytic change was present; however, no gross metallosis was observed. The revision op report also notes brownish-yellow joint fluid, proximal osteolysis, fibrotic debris, osteolytic debris, macrophage-type debris, and osteolytic-appearing lesions. The head and taper were removed and replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified. This report is number 6 of 6 mdrs filed for the same event (reference 1825034-2013-05920 / -05923 and 1825034-2014-05034 / -05035).